Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. A photograph was provided. The manufacturer will continue to monitor and trend related events.

Event description:
It was not possible to deflate the balloon. An attempt to burst the balloon by inflating it to the maximum did not succeed. Additional information regarding the mechanism of deflation was not provided; however a photograph provided with the report shows that the device was cut apart in two places. According to the report there were no clinical consequences.

Manufacturer narrative:
(B)(4). The device lot number provided does not exist in the system; therefore a DHR review could not be conducted. An actual sample without inflation funnel was returned for investigation. Based on the description, it was reported that the balloon of the catheter could not be deflated. Visual examination was conducted on each of the two segments, the total length had been measured and it is 289mm which is in our specification 287-307 mm of the catheter length. Besides that, no any other abnormality was observed on the returned sample. Further analysis, the sample was inflated with 10ml of water by using hypodermic needle on 12ml luer syringe. It was observed balloon inflated without having any leak and it was able to deflate without problem during remove the hypodermic needle from the lumen. No latex particle or other foreign particle seen within the balloon. The inflation eye was normal and no collapse of the inflation lumen observed. Based on the analysis carried out on the returned sample, the balloon can be inflated and deflated other remarks: without any difficulties faced. N on-deflation could be due to various reasons such as improper fixation of syringe to the valve, faulty valve and blockage of inflation lumen. The balloon should be deflated in a way of gentle aspiration of syringe without any force. Prior to deflation, ensure the foley catheter is positioned well for better balloon deflation. Proper procedure should be followed in order to reduce patient risk. Therefore, the complaint could not be confirmed.

Event description:
It was not possible to deflate the balloon. An attempt to burst the balloon by inflating it to the maximum did not succeed. Additional information regarding the mechanism of deflation was not provided; however a photograph provided with the report shows that the device was cut apart in two places. According to the report there were no clinical consequences.